Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the device would not power on. The manufacturers field service engineer (fse) confirmed the reported problem. The customer reported no patient involvement, no patient harm. The fse ordered a power supply for replacement. The device is pending repair.

Manufacturer narrative:
Device is pending repair.